Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion at the biopsy port and cover glass lens could not be determined; however, the issues were likely the result dust or dirt due to fluid immersion, insufficient device cleaning/reprocessing, and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro fiberscope was found to exhibit corrosion on the cover glass lens and on the biopsy port (ks mouth). There was no patient involvement, and no harm was reported as a result of the event.